Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/26/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/10/2017 software engineering analysis of logs reviewed, revealed that the navigation system did likely become unresponsive during the navigate task, however, did not give any additional information about the cause of the initial issue. However, this behavior is consistent with the test track for unresponsive systems/unexpected exits. On 05/17/2017 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. Reported behavior is consistent with the test track for unresponsive systems/unexpected exits. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site representative that while loading an image for an upcoming surgery, their navigation system became unresponsive. Medtronic representative performed a hard shut-down. After the re-boot, the navigation system functioned normally. There was no patient present when this issue was identified.